Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2026-00018 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a mis association of one patient sample number. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). E.1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.